Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. The device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per product. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the right coronary artery. A3.50x38mm promus element ¿ long drug-eluting stent was successfully deployed in the lesion. However, following post dilation, an edge dissection at the proximal part of the stent was noticed. To cover the dissection, a 4x20mm promus element then deployed proximal to first stent in an overlapping manner. No further patient complications were reported and the patient's status was stable.